Manufacturer narrative:
A maquet field service technician has investigated the device. According to the service order the technician was unable to duplicate reported failure. Performed full functional check and safety test and returned unit to clinical service. Thus the failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the incident was occurred as the perfusionist was taking the patient off of bypass. The perfusionist noted that when the rpm was reduced to 0, the lpm still displayed a reading of 1 liter per minute, even though they believe it should have read 0. So the pump flowing 1 liter can not change. No harm to the patient was reported. (B)(4).